Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date, patient underwent unspecified spinal fixation at levels th5-s2, including hook placement at th5 transverse process. On an unknown date, post-op, the th5 transverse process was broken that caused kyphosis. As a result, the symptom (palsy) of the patient was not improved. Revision was performed on (B)(6) 2015 to remove the th5 hook and place a pedicle screw with connecting the existing rod.